Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: I am able to report yesterday's surgery, on wednesday, (B)(6) 2019, at (B)(6). Hip revision surgery scheduled by dr. (B)(6). Primary implants are removed from the left hip, operated in 2010 by dr. (B)(6). At first it was planned to remove implants from j&j. When we visualized the protocol of primary surgery, I notice that the device was a platinum no. 4 of the company fico, of (B)(4) surgery. The surgeons believed that said device was a cstem, but when taking it out I checked that it was indeed from fico company. I give intraoperative warning to the surgeon of this situation, and the patient presented symptoms of loosening of this implant and metallosis. The duraloc 1200 device with 2 screws, 1 apex and its respective internal enduron liner 28 diam were also removed. These acetabular implants showed no obvious signs of loosening or metallosis. I inform the surgeon to make the respective complaint to german surgery. All implants are held by dr. (B)(6) and his surgical team. Without further ado and only for the purpose of informing the situation, I greet you and I remain at your disposal for any other questions that may arise.